Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received no delivery alarm. The blood glucose level was unknown at the time of incident. Customer was assisted with troubleshooting. Customer tried all the remedies. The customer was tried different cannula lengths. Customer stated that the tubing was not bent or kinked. The insulin pump will not be returned for the analysis.